Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The pump was received with moisture damage found on the electronics and motor. The pump was received with cracked display window corner and scratched lcd window.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with humalog injections. The customer stated that the pump alarmed button error after the pump was exposed to moisture. The customer stated that he went swimming with the pump and it was fully submerged. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.